Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the pacer was placed with an intraoperative hematoma. Three days post implant the patient complained of hematoma pain. The patient was seen two weeks later and it was noted that there was evidence of resolving pocket hematoma and the ecchymosis that extended to the patient's left arm was also resolving. It was noted that there was some drainage which appeared to be liquefacted blood and pocket seroma versus hematoma was noted. Seven days later the large pocket hematoma from coumadin was evacuated surgically at the time of the right ventricular (rv) lead revision. It was noted at that time the ecchymosis from the original procedure was resolving well. The device remains in use. Additionally, it was reported that thirteen days post implant of the right ventricular (rv) lead the patient came in for evaluation as the lead was not working properly. A chest x-ray (cxr) lateral view revealed abnormal rv apical lead appearance. There was evidence of rv lead microperforation , marked increase in capture thresholds, and rv lead migration. The lead was repositioned to the rv septum and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.